Manufacturer narrative:
D10: 300-01-09 - eq, humeral stem primary, press fit 9mm: (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained: (B)(6), 320-10-00 - eqreverse tray adapter plate tray +0: (B)(6), 320-01-36 - 36mm glenosphere: (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a patient, who had a rtsa, was reported to have a persistent brisk venous bleed intraoperatively, requiring a vascular surgery consultation and a clip ligation. The study indicated it was unlikely related to the devices but definitely related to the procedure. The actions taken were consultation and clip ligation. The outcome resolved. No further information.